Event description:
It was reported that the device was used during a lower anterior resection, an unformed staple was stuck between staple housing and the plastic washer. There was no reported patient consequence.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.